Manufacturer narrative:
Analysis of the returned fiber confirmed a distal circumferential fracture. Mild tissue debris was also observed on the tip, suggesting contact with tissue during use, which can contribute to reduced performance or tip damage. The forward firing rate associated with this case was below the threshold associated with potential patient harm. Two fiber use cards were returned and demonstrated that both fibers were recognized by the generator, were not expired, and had been fired as expected. The event aligns with known, characterized failure modes for this type of device. No broader quality concerns were identified, and no escalation beyond the complaint investigation is required. An investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber, which also broke. No patient complications were reported. This report is for device 1 of 2.

Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber, which also broke. No patient complications were reported. Device 1/2.